Manufacturer narrative:
This product is registered as a combination product.

Event description:
During follow-up, episodes of lead noise resulting in automatic mode switch episodes were observed. The right atrial lead was capped and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.